Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient was losing therapy effectiveness. The pump was replaced. No patient outcome was reported. The drug contained in the pump at the time of the event was not reported. Additional information has been requested, but was not available as of the date of this report.